Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that presenting electrogram showed atrial paced ventricular sensed to can't determine rv capture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).